Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from feb 2014 to dec 2014. It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged blistering and hospitalization are related to prevena¿ therapy. It is unknown if the re-admission and intravenous antibiotics were prophylaxis treatment or if the blistering was severe enough to require re-admission and antibiotic therapy. Device labeling, available in print and online, states: warnings: allergic response: the prevena¿ incision dressing has an acrylic adhesive coating and a skin interface layer with silver, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives or silver. If a patient has a known allergy or hypersensitivity to these materials, do not use prevena¿ incision management system. If any signs of allergic reaction, irritation or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, patient should consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, the patient should turn off the therapy and seek immediate emergency medical assistance.

Event description:
On jun 24 2016, kci received article, manoharan, varaguna, et al. Closed incision negative pressure wound therapy versus conventional dry dressings following primary knee arthoplasty: a randomized controlled study, the journal of arthroplasty , volume 0 , issue 0. Doi:10.1016/j.arth.2016.04.016 that reported the following: one patient receiving prevena therapy experienced a severe blister allegedly associated with the clear adhesive film. The patient noted serious fluid from the edges of their wound in the home, prior to outpatient review. The patient required hospital re-admission and intravenous antibiotics to "ensure no subsequent infection occurred while the blistering settled." The patient had full resolution of the wound complication and experienced complete wound healing. No additional information is available. Neither the unit's serial number nor the dressing lot number was provided, therefore kci cannot conduct a device evaluation of the unit or a device history review of the dressing.